Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007, inratio: >7.5, lab: 4.12; 2007, > 7.5, 4.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: >7.5, lab: 4.12, mean: na, confidence limits: cannot be determined; 2007, >7.5, 4.0, na, cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The inratio was > 7.5 and the comparative system was < 5.0. The comparison was considered inaccurate. Products will be tested when returned.